Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. There was no reported device malfunction. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The hospitalization and treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that three xience sierra stents (2.5 x 33 mm, 3.0 x 12 mm, and 3.0 x 18 mm) were implanted on (B)(6) 2019. On (B)(6) 2019 and (B)(6) 2019, the patient was re-admitted with a periapical abscess, chest pain, and other unspecified cardio vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.